Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (baker grade unknown).

Event description:
Patient reported "folds in the implant elastomer on the right" per ultrasound, "deformity of the fibrous capsule of the right breast that is thickened with changes in the morphology of the implant." Per MRI. Device remains implanted.

Event description:
Patient reported "folds in the implant elastomer on the right" per ultrasound, "deformity of the fibrous capsule of the right breast that is thickened with changes in the morphology of the implant." Per MRI baker grade IV. Device has been explanted.